Manufacturer narrative:
H3 and h6 codes, updated. The suspected device was returned for evaluation. The device was visually inspected and there are no errors related to the customer complaint. During the functional testing, the reported issue was confirmed. The reported issue was caused by a failure of the flow block. The product was returned to the customer without being repaired because the supply of the flow block as a repair or replacement part had ended and it was no longer available. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited air leakage during priming. There was no patient involvement, no injury was reported.